Manufacturer narrative:
Serial number of the device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, after dilating the patient and removing a vaginal septum, the physician inserted the scope "through the wrong entry and perforated where you could see the bowel." A laparoscopy was performed to repair the tear. Additional information received from hologic representative makes it unclear if the perforation was in the vaginal canal or uterus. No additional details available.